Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00668, a leak, broken component (optical fiber), kink & occluded inner lumen were found that were unrelated to the reported iab migration failure mode. There was no patient involvement.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing and pressure tubing were also returned. The stat-gard sleeve was returned cut/torn from the iab. The cut/torn piece was not returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 75.9cm from the iab tip. The optical fiber was found broken at approximately 24.4cm from the iab tip. Lastly, a section of the returned pressure tubing was cut at approximately 43.2cm from the female port. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane at 1.3cm from the rear seal and measuring 0.03cm in length. A partial leak test of the cut pressure tubing did not reveal any leaks. The technician attempted to insert a 0.018¿ laboratory guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear occlusion. The evaluation confirms the presence of a catheter tubing/inner lumen kink, a broken optical fiber, an occluded inner lumen and a membrane leak as "as analyzed" failures. However, we are unable to conclusively determine when these failures may have occurred. Therefore, their root cause is impossible to define. The failure modes are addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint (B)(4).

Manufacturer narrative:
The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00668, a leak, broken component (optical fiber), kink & occluded inner lumen were found that were unrelated to the reported iab migration failure mode. There was no patient involvement.